Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 425 mg/dl at the time of incident. The customer was declined to troubleshoot for high blood glucose level. The customer was reported that the site was bleeding. The device will not be returned for analysis.